Manufacturer narrative:
Device manufacture date unknown. Lot number is unavailable. Evaluation summary it was caused due to the seal ring worn out. Replace a new suction valve. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm.the seal ring of the suction valve drops after using half of year; it causes the suction valve happened to the defect. When it is serious, the user cann't do the procedure.